Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's father reported via phone call of motor error with customer's insulin pump. The customer's blood glucose level at the time of incident was 236 mg/dl. The customer also received motion sensor test failure alarm. The customer was assisted with troubleshoot. The customer was advised to discontinue use of the device, and that it would need to be replaced. The insulin pump is being replaced and returned for analysis.

Manufacturer narrative:
The insulin pump passed functional test including displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm test. No motor error alarm or a35 alarm noted during our testing however; noisy motor noted during testing due to faulty motor. The insulin pump was received with minor scratched lcd window, cracked reservoir tube lip and cracked battery tube threads.